Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
The pump passed the displacement, self-test, off no power, unexpected restart, rewind and basic occlusion tests. The pump was unable to prime during the prime test due to a loose/protruded drive support disk. Unable to perform the occlusion or excessive no delivery alarm tests due to the prime/fill anomaly. Unable to confirm the compromised force sensor system error alarm due to the prime/fill anomaly. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a broken belt clip slot, a cracked reservoir tube, a stained end cap sticker and a corroded battery tube.